Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging that the subject pump had been rebooting intermittently for the past month. The reporter did not recall when the pump last rebooted without warning, but did mention that it had rebooted at least once in the past week. At the time of troubleshooting, the reporter denied trauma to the pump. The patient's mother confirmed there were no visible cracks or damage to the pump's casing. In addition, the reporter denied any visible damage to the battery cap and confirmed the cap was securely tightened to the pump. There was no reported patient impact associated with this complaint; however, this complaint is being reported because the alleged intermittent power issue remained unresolved at the time of the call.

Manufacturer narrative:
(B)(4): review of the alarm history shows the last battery alarm was a "replace battery" alarm on (B)(4) 2012. Review of the black box revealed no battery warnings or alarms during the recorded data and no evidence of short battery life was observed. There was one record of reboot on the reported event date. On examination, there were no cracks or corrosion observed to the battery compartment; the battery cap fastens securely and holds power to the pump. The battery cap contacts were measured and found to be within specification.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.